Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is user error due to disconnecting/reconnecting tubing which may result in pump pressure errors.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a shoulder surgery the pump ar-6480 (sn: (B)(6) system including the tubing didn`t stop pumping creating overpressure. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update avoe 05-mar-2025 it was confirmed that only arthrex tubings were used with the pump. To rule out the the tubing set as the reason for the failure, it was replaced twice to no avail. The pump was set at 50 when error occured, and error occured without settings being altered. No alarms or errors were recieved at the time.